Event description:
It was reported that the patient underwent a spectra penile prosthesis (spp) replacement surgery due to unspecified reasons. During the procedure the existing spp was removed and a new tactra penile prosthesis was implanted. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.